Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system. During device preparation, the valve was loaded into the delivery system per IFU with no reported issues. There were no issue retracting the valve into the delivery system nor were there issues leading the retainer tabs into the retainer receptacle. During loading, there was no increase in drag noted and excess force was not required to turn the re-sheath wheel. The patient had a tortuous anatomy that made delivery system insertion challenging, but it was achieved. The valve was partially deployed at the annulus but deemed to be too high so a partial recapture was carried out. The deployment/re-sheath wheel was fully turned to close the device but there was still a gap of around 2cm between the nosecone and the valve capsule marker band and the valve was still flared out of the end of the valve capsule. The micro adjustment wheel was used to try to close the gap but this had no effect. The valve was pulled to the descending aorta and deployed at around 80% and then recaptured to attempt to implant again. Then, the valve capsule was observed to be crumpled or concertinaed and the gap was still present. The navitor valve was implanted in the descending aorta and no allegations of malfunction are reported with the valve. A new 29mm navitor valve was successfully implanted using a new large flexnav delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and no ncmrs were found. The complaint database was queried for the lot, and no similar complaints were found. An event of a retraction problem was reported. The device was returned for analysis. Due to the condition of the returned device, the device was precluded from functional testing. Based on all available information, a cause for the reported retraction issue could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.